Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Device was evaluated by an independent repair center.

Event description:
Per dealer he was advised no output due to the plastic piece that the outlet filter screws into is broken with no alarm.